Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. After a procedure where this device was implanted, it was reported that the patient experienced an unspecified adverse outcome. Treatment for the issue included three surgical revision procedures starting five years after initial implant.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. After a procedure where this device was implanted, it was reported that the patient experienced infection, recurrence, draining wound, cloudy serosanguineous drainage, pain, abdominal pain, non-incorporated mesh, open wound, adhesions, and fistula. Treatment for the issue included multiple revision surgeries, removal of corner of mesh, abdominal wall exploration with excision of foreign body, explantation of infected mesh, enterolysis, excision of fistulous tract, primary repair of incisional ventral hernia, and wound vac.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. After a procedure where this device was implanted, it was reported that the patient experienced infection, recurrence, open wound, adhesions and fistula. Treatment for the issue included multiple revision surgeries and wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 (updated patient codes, imf codes) additional info: g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. After a procedure where this device was implanted, it was reported that the patient experienced infection, recurrence, draining wound, cloudy serosanguineous drainage, pain, abdominal pain, non-incorporated mesh, open wound, adhesions, inflammation, scarification, mesh encapsulation, inadequate ingrowth, constipation, scar tissue, and fistula. Treatment for the issue included multiple revision surgeries, removal of corner of mesh, abdominal wall exploration with excision of foreign body, explanation of infected mesh, enterolysis, excision of fistulous tract, primary repair of incisional ventral hernia with new mesh, medication, and wound vac.

Manufacturer narrative:
Additional information: b5, b7, g1 (manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6 (patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional info: a4, a5a, a5b, & h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. After a procedure where this device was implanted, it was reported that the patient experienced infection, recurrence, draining wound, cloudy serosanguineous drainage, pain, abdominal pain, non-incorporated mesh, open wound, adhesions, inflammation, scarification, mesh encapsulation, inadequate ingrowth, and fistula. Treatment for the issue included multiple revision surgeries, removal of corner of mesh, abdominal wall exploration with excision of foreign body, explantation of infected mesh, enterolysis, excision of fistulous tract, primary repair of incisional ventral hernia, and wound vac.